Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 456 mg/dl while wearing the pod between 24 and 36 hours. It was also stated that the patient was feeling nauseous. The patient was treated with insulin. The patient was released 6 hours later. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.cloud - locked down/smartphonelockdowncloud - omnipod 5 software app version3.1.1cloud - smartphone operating systemn5004l-am-q-mv01602-06-01.06cloud - smartphone hardwaren5004lcloud - cgm sensor typeg6

Manufacturer narrative:
Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed.